Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix visibly bent. The stylet insertion was performed, result was passed. Stylet passed completely through the coil lumen to the distal tip without obstruction.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited no capture, high thresholds, diminished sensing, and falling impedance. It was determined the lead had a microdislodgement. During the lead revision, the physician was having difficulty advancing the stylet down the lead. It was then decided to extract and replace the rv lead. No patient complications have been reported as a result of this event.